Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist (tss) enquired about the issue for further investigation or to dispatch field service engineer (fse) but didn't receive any response after following up with customer and tss proceeded to close the case. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse repeatedly received a spoofed finger error. The station was rebooted, and an attempt was made to update the bio ID; however, the new fingerprint also resulted in a spoofed finger error. The bio ID port was adjusted as part of the troubleshooting process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.